Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
During preparation, it was reported that the hyperform balloon ruptured. The procedure was completed successfully with another balloon. No patient injury was reported as a result of the procedure.